Event description:
Customer alleged blood glucose results of 184 mg/dl, 113 mg/dl, 100 mg/dl, 113 mg/dl, and 104 mg/dl when testing was performed within 7 minutes on the advantage system. Customer reported having no symptoms and did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.